Event description:
The customer reported that during a hysterectomy, after 45 minutes of use, the device jaws failed to open and the knife blade was exposed. There was no patient injury.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.